Event description:
This report is to advice of exposed wires during analysis.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The blue shaft material had been fractured 3.50¿ distal to the distal end of the plunger and 0.30¿ of the flatwire compression coil was exposed. The flatwire compression coil was bent 3.58¿ distal to the distal end of the plunger. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of fracture could not be conclusively determined.